Event description:
It was reported that the patient presented with noise at an unknown date in the past on ra and rv leads. Noise was reproduced with arm movement on both leads. Patient was asymptomatic. There were no other electrical anomalies. The leads were laser extracted and replaced. The patient tolerated the procedure well and will be followed normally.